Event description:
A volume discrepancy was initially reported. The expected pump reservoir volume was 2.5 ml; however a physician retrieved 6 ml. The pt was not having any "major" symptoms. Additional info received noted that the cause of the event/issue was unk. A system indium and catheter dye study was planned. The pt was not hospitalized; and was without injury. It was later reported that there had been more drug volume removed from the pump than expected, in regards to several refills. It was also indicated that in (B)(6), all 40 mls of the drug was removed. The pump was refilled, and in (B)(6) all the drug was again aspirated from the reservoir. It was noted that the pt did not hear any pump alarms; and the healthcare provider did not know why the pump was not functioning. The pt did not got through withdrawal, however the pt did not believe the pump was working very well for him. The drugs delivered were baclofen 335 mcg/m at a daily dose of 146.51 mcg, morphine and bupivacaine. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).